Event description:
It has been reported that the system would not boot. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that there was an issue with bios battery of the host pc. The fse replaced the bios battery of the host pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.